Event description:
End user states the left frame is bent on the chair. In speaking with the initial reporter it was learned that she was riding the chair too close to the frame of the door and bent the frame. Not enough experience in the chair yet. The end user was referred to the dealer where she purchased the unit for repair or replacement. She was unharmed.

Manufacturer narrative:
(B)(4' no RMA has been initiated for this issue. The owner¿s manual part number 1125085, rev.j(oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The malfunction has not been confirmed. Of note: any further information received will be filed in a supplemental report.